Event description:
It was reported that during a procedure using an ultrasonic scalpel, "the devices were not sealing the tissue properly." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The device was connected to a scalpel generator. The scalpel was tested and gave an error code 5. Further visual inspection confirmed the reported issue as the pinhole had a visible crack. When there is a crack in the device, it will not function at all. The results of the investigation performed indicated that the rod of returned device fractured inside the pin hole as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). The instructions for use (IFU) for reprocessed ultrasonic scalpels states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ the device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to the device not coagulating being inherently dangerous, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.